Manufacturer narrative:
Additional information was received that the patient was going to get her foot amputated and the physician opted to remove the spinal cord stimulator system since it was in the way of the procedure. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.